Event description:
The event is reported as: the customer alleges that upon extubation of the endotracheal tube, the tube was severely clogged. The tip of the endotracheal tube, opposite of the murphy eye, was malformed. No report of a pt injury.

Manufacturer narrative:
From the picture it was observed a "tube was clogged during extubation". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) review could not be performed since a lot number was not provided. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "tube was clogged during extubation", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.